Event description:
It was reported that the pump finished delivering early and had over delivered by 10%. A test was also done which resulted in a delivery of 10.6% less. No patient injury reported. No additional information provided.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date.

Manufacturer narrative:
Other, other text: device evaluation, running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Recommend trim the expulsor to meet manufacturing specifications for accuracy. The cause of the reported issue is unknown. Replaced the trim expulsor. Product is beyond a year from manufacture date (07/2017) and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.